Manufacturer narrative:
Evaluation - results: carbon bridge. Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated erroneous electrolyte results. Customer reported that erroneous results were reported out of the laboratory. Customer reported that the results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that they were not using bec sodium hypochlorite for maintenance. Bec field service engineer (fse) decontaminated the system. The fse replaced the electrodes and the carbon bridge. The fse verified performance.